Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2016 alleging the battery compartment was damaged. The device pump model and serial number was unavailable at the time of this initial report. This information will be provided if/when available. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #2 date of submission 08/23/2016-device evaluation: the pump was returned and evaluated by product analysis on 08/01/2016 with the following findings: during a visual inspection of the pump, the battery compartment was confirmed to be cracked in three places; the complaint was duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.